Event description:
It was reported that the camera head had image noise, horizontal stripe noise and entire image blackout. The issue was found during a therapeutic hernia procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water invasion in the imaging and in the cable a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise and blackout occurred due to cable failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.